Event description:
A report was received that a patient's ipg was depleting quickly and needs to be charged daily. A bsn engineer analyzed the patient's database and is suspecting a high impedance ipg. The next course of action has not been determined by the patient's physician.